Event description:
A hospital representative reported that during surgery, the footswitch was not responding. There was free flow of irrigation when the footswitch was not depressed. The unit was switched out and the surgery was completed and after a 10 minute delay. There was no harm to the pt.

Manufacturer narrative:
The facility did not request service; however the facility did order a replacement footswitch. Info regarding product evaluation is pending. Investigation including root cause is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).